Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The customer did not provide information about the lot number of the product related to this event. The reported condition could not be confirmed. Possible complications, as csf leak, can occur with any neurosurgical procedure as recognized in the adverse events section of the instructions for use (IFU). Thus, the root cause was undetermined.

Event description:
A customer reported that during a follow-up with the patient in which id2201i duragen 2x2 was used for spinal cord tumor surgery, cerebrospinal fluid (csf) leakage was confirmed on (B)(6) 2019. The incident occurred after the surgery. The patient is being monitored.